Event description:
The prismax machines experienced multiple issues, including various alarms, filter set failures, and thermax "failure to inflate" errors. Despite attempts to prime the machines, the process could not be completed due to air in the line, even though no air was actually present. These problems resulted in a delay of care by 2-3 hours.